Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer verified the system successfully according to company specifications. No technical issue was found. The preoperative topographies show severe irregularities and other indications that should have been evaluated more carefully in order to find out if a laser ablation was appropriate. Based on the provided information this can neither be confirmed or refuted. Those irregularities are still detectable on the postoperative topographies as a standard laser ablation was applied. No technical root cause was identified as the product was found to be within specifications. The influence of those higher order aberrations on the subjective refraction is highly possible. Therefore a statement about under or overcorrection cannot be made. An influence of the laser system cannot be found. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a lack of achieving expected results following a refractive procedure. Upon follow up, the doctors "impression" is that the percentage of patients that needed a re-treatment has increased and that the results with laser lately are not being so satisfactory. The doctor used to be happier with the laser. Five suspect cases, results will probably not be satisfactory but cannot be confirm until the second review is done seven to ten days later because refraction 24 hours post is still very unstable. A review of one week later has been done and confirms that the result was not as expected for only four of the cases. There are four related reports being submitted for the same facility. This is the first report being submitted for this facility and other manufacturer reports will be filed for the remaining.